Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Device discarded.

Event description:
It was reported that upon receipt, customer found two doses of cement with broken vials. Customer to dispose of cement.

Event description:
It was reported that upon receipt, customer found two doses of cement with broken vials. Customer to dispose of cement.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and shipped to stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. Evaluation of the product was not possible as it was not returned and photographs were not provided. Based on the information provided by the customer, there was an odour coming from the product when the reported damage was noted. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere.